Event description:
It was reported to philips that the device's ac module's power was cut off when charging. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). Reporter first name: person in charge.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty ac power module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac power module. The ac power module field replacement kit was replaced to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.